Manufacturer narrative:
(B)(4). Additional PMA/510(k) number- k061410, k011028, k013227

Event description:
It was reported that the implant would not torque into the osteotomy. The implant was removed and replaced with another.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual inspection of the returned product identified no visible evidence of significant wear, damage, or deformation to the threads or any other part of the implant. The product's dimensions were measured and were found to be within the specifications of the product's engineering drawing. The reported device was located on tooth # 31 and was removed upon placement due to the reported event. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that for some reason the implant was not torquing into the osteotomy. The product was returned and the reported complaint is un-confirmed following inspection and evaluation of the product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.